Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Volumetrics of 100ml/hr and 10ml tested in spec at 10.1ml or 101% of expected volume. Perform preventive maintenance service. Log review shows on 11/18/2021 and 9:48am an infusion start with 3ml syringe, .3ml/hr and 30minutes (dl: caffeine). At 10:14am vtbi near end alarmed and at 10:17am vtbi done stopped the infusion with a volume infused to .15ml. At 11:29am an infusion start with 3ml syringe, .3ml/hr and 30minutes (dl: caffeine). At 11:55am vtbi near end alarmed and at 11:58am vtbi done stopped the infusion with a volume infused to .15ml.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: under infusion of caffeine. Infusion rate was 0.3ml/hr. Medication was administered late to the patient with a new pump. No clinical impact.